Event description:
Philips received a complaint about the v60 ventilator indicating that the device could not enter standby mode. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The device was being checked at the customer site and had just been restarted. Following the restart, the device could not enter standby mode. The device was sent into a philips repair center to be evaluated by an authorized service provider. When checked, the standby issue was not observed. Following the inability to reproduce the issue and confirm the allegation, the asp completed cleaning, running test, and function test before returning the device to the customer site.